Event description:
It was reported that the right-sided pulse generator had turned off spontaneously, which had resulted in a return of symptoms (not specified). There had been a loss or change in stimulation therapy benefit and the patient saw the physician two days later to have the device turned back on with the programmer. When he device subsequently turned off again (the date was not provided), the product was replaced for suspected premature battery depletion. The patient had not experienced a return of symptoms after surgery and has reportedly recovered.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.